Manufacturer narrative:
(B)(4). The sample associated to this report is currently under analysis.

Event description:
Customer reported: obturator will not pass through the tube. Customer confirmed that fault was identified during pretesting efforts. Customer confirmed that no harm to the pt.